Event description:
A caller reported a malfunction on the pump with malfunction code malf 0, and there were no notable events prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl. Technical support initiated corrective actions by sending out a replacement pump with updated software. The caller was instructed on backup therapy, using mdi.